Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify failed battery test, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube lip.

Event description:
It was reported of failed battery test. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they changed the battery numerous times and the pump still would not work. The customer stated that the pump still did not work with spare battery cap. The product was returned for analysis.